Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm. Air in line was noted. Per reporter the residual volume was 100.8 ml, rate 5.8 ml/hr and given 149.2 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.